Manufacturer narrative:
The instrument has not been returned to isi for failure analysis evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post evaluation) or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci assisted inguinal hernia repair procedure, the fenestrated bipolar forceps instrument broke, causing a piece of the instrument to fall into the patient. While the broken instrument piece was retrieved and there was no patient harm, it is unknown what caused the instrument breakage. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.

Event description:
It was reported that during a da vinci assisted inguinal hernia repair procedure, it was noted that a piece of the plastic from the fenestrated bipolar forceps instrument broke off and fell into the patient. The broken instrument piece was retrieved by the surgeon. The planned surgical procedure was completed and there was no report of any patient harm, adverse outcome or injury. On (B)(6) 2016 intuitive surgical, inc. (Isi) obtained additional information from the site's robotics coordinator who initially reported this complaint. According to the robotics coordinator, the broken instrument piece was retrieved from the patient laparascopically with the da vinci surgical system. The surgical task being performed at the time of the instrument breakage is unknown; however, no intra-operative instrument collisions were observed while the instrument was in use. There is no video recording of the surgical procedure available. The robotics coordinator indicated that the patient did not experience any post-operative complications as a result of the reported event. No other information was provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The instrument's yaw pulley was missing a .093 x .057 piece opposite the conductor break, allowing the grip to move within the pulley and have a larger range of motion in yaw. It was concluded that the damage to the instrument's yaw pulley is due to mishandling/misuse. Based on the additional information obtained, this MDR report is being retracted since the failure mode was due to misuse/mishandling and not due to a malfunction of the instrument.